Manufacturer narrative:
The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25 mm 7300tfxj mitral pericardial valve, implanted approximately four (4) years and two (2) moths, was explanted due to mitral stenosis and regurgitation secondary to leaflet immobility caused by leaflet sclerosis and degeneration. The device was explanted and replaced with a 29 mm epic's valve. The patient's condition did not improve after the redo mvr, and the patient expired on pod #1. Per the reported information, the patient's condition was poor even before the surgery. There was no allegation of device malfunction. The doctor commented that the patient's death was not device related. The device would be returned for evaluation.

Manufacturer narrative:
H3: customer reports of stenosis, leaflet immobility, leaflet sclerosis, and degeneration were confirmed through observed calcification and host tissue overgrowth. Report of regurgitation was confirmed through observed rolled leaflets due to host tissue overgrowth. X-ray demonstrated wireform intact and moderate calcification on leaflets 1 and 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the inflow aspect and 12mm on leaflet 1 at the outflow aspect. The free margins of leaflets 1 and 2 were rolled toward the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue overgrowth fused all three leaflets by approximately 2mm at commissures on the outflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Sewing ring was cut off around leaflets 2 and 3 and cut off sewing ring fragments were not returned. Wireform was exposed on commissure 2. A suture pledget remained attached to the sewing ring around leaflet 1 near commissure 1. Multiple sutures also remained attached to the sewing ring around the valve. Updated sections: h2, h3, h6 device code(s), and type of investigation.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.